Event description:
Reporter indicated a vns pt had high lead impedance readings at an office visit. The vns was disabled. The reporter was advised to have x-rays performed. No trauma or device manipulation occurred. Vns revision surgery is planned, but a surgery date has not been set to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.